Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken cable was identified on the maryland bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following additional damages: the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.079 - 0.220 in length and were not aligned with the tube axis. In addition, the instrument's grip tips were bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.055 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable and additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.